Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the hospital as they were not feeling well and because their alternative blood glucose meter was not providing the correct readings. Their blood glucose level taken at the hospital was 23.6 mmol/l (424.8 mg/dl) with ketones of 4.4. The patient was diagnosed with diabetic ketoacidosis (dka). The pod was worn between 5 and 24 hours on the arm. Upon removal of the pod, the cannula was bent and fluid was observed to be leaking. Symptoms reported include hyperglycemia and high ketones. The patient was treated with 50 units of insulin which was placed in slider. Patient was released the following day.